Event description:
It was reported that the device was interrogated while it was still packaged and excessive atrial noise was noted. This device was not implanted, nor returned to sjm for analysis.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.